Event description:
It was reported that this patient has had previous untreated episodes due to oversensing of noisy signals the system was reprogrammed to secondary sensing vector. Shortly after this the patient received a single inappropriate shock due to changes in morphology with a shock that was high but within range. The physician was planning on upgrading the patient to a transvenous system in the future. However, this did not happen and the patient received a recent inappropriate shock due to overcounting and oversensing of noisy signals. The system was reprogrammed to alternate sensing vector and left in service. No adverse events were reported.